Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 239030m5, genesys matryx interference screw, 9 x 30 mm device was used in an acl procedure on 09apr24, and it was later discovered that ¿a screw - gensis matrix was pulled by one of our kol during revision as per him screw didn't degrade.¿. Further assessment found that by ¿didn¿t degrade¿, "the surgeon meant to say that ¿ the fixation should be followed by resorption, exposing a scaffold. However, as screw is embedded with 96l/4d bioabsorbable material making it more porus and biocomposite, screw was found intact in tibial tunnel.¿. This was discovered when ¿patient visited to doctor in month of jan [2025] indicating a bump at tibial position. Patient complained about a pain while gentle tapping. After the MRI and suggestive clinical findings surgeon opted for revision.". The surgeon¿s findings were: "screw was intact, and was taken out. Acl was healed, integrated well into the bone and patient was carrying her normal routine.... Surgeon didn't go for revision as acl was healed but surgeon wanted to bail out any single chance of infection. Only clinical observations were swelling and pain. Hence surgeon went for culture test. After pathological findings it was observed that there is no sign of infection.¿. This report is being raised due to the reported injury of a bioabsorbable device that did not resorb, requiring a second surgery for removal.

Event description:
A sales representative reported on behalf of a customer that the 239030m5, genesys matryx interference screw, 9 x 30 mm device was used in an acl procedure on (B)(6) 2024, and it was later discovered that ¿a screw - gensis matrix was pulled by one of our kol during revision as per him screw didn't degrade.¿. Further assessment found that by ¿didn¿t degrade¿, "the surgeon meant to say that ¿ the fixation should be followed by resorption, exposing a scaffold. However, as screw is embedded with 96l/4d bioabsorbable material making it more porus and biocomposite, screw was found intact in tibial tunnel.¿. This was discovered when ¿patient visited to doctor in month of (B)(6) [2025] indicating a bump at tibial position. Patient complained about a pain while gentle tapping. After the MRI and suggestive clinical findings surgeon opted for revision.". The surgeon¿s findings were: "screw was intact and was taken out. Acl was healed, integrated well into the bone and patient was carrying her normal routine.... Surgeon didn't go for revision as acl was healed but surgeon wanted to bail out any single chance of infection. Only clinical observations were swelling and pain. Hence surgeon went for culture test. After pathological findings it was observed that there is no sign of infection.¿. This report is being raised due to the reported injury of a bioabsorbable device that did not resorb, requiring a second surgery for removal.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one (1) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of one report, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: foreign body sensitivity to the implant material (where the material is suspected a test should be made prior to implantation to rule out sensitivity). Patient should be advised that product materials may cause allergic reactions including but not limited to, foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 239030m5, genesys matryx interference screw, 9 x 30 mm device was used in an acl procedure on (B)(6) 2024, and it was later discovered that ¿a screw - gensis matrix was pulled by one of our kol during revision as per him screw didn't degrade.¿. Further assessment found that by ¿didn¿t degrade¿, "the surgeon meant to say that. The fixation should be followed by resorption, exposing a scaffold. However, as screw is embedded with 96l/4d bioabsorbable material making it more porus and biocomposite, screw was found intact in tibial tunnel.¿. This was discovered when ¿patient visited to doctor in month of (B)(6) [2025] indicating a bump at tibial position. Patient complained about a pain while gentle tapping. After the MRI and suggestive clinical findings surgeon opted for revision.". The surgeon¿s findings were: "screw was intact and was taken out. Acl was healed, integrated well into the bone and patient was carrying her normal routine. Surgeon didn't go for revision as acl was healed but surgeon wanted to bail out any single chance of infection. Only clinical observations were swelling and pain. Hence surgeon went for culture test. After pathological findings it was observed that there is no sign of infection.¿. This report is being raised due to the reported injury of a bioabsorbable device that did not resorb, requiring a second surgery for removal.

Manufacturer narrative:
Additional information: per the instructions for use, the user is advised that the genesys matryx screw begin absorption over approximately 15 to 24 weeks in vivo, with complete resorption within several years. Resorption also depends on patient variables. Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one (1) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of one report, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: foreign body sensitivity to the implant material (where the material is suspected a test should be made prior to implantation to rule out sensitivity). Patient should be advised that product materials may cause allergic reactions including but not limited to, foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. We will continue to monitor per regulatory requirements to help ensure patient safety.